Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen was green when powered on; the display flex cable was found damaged (torn). Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the printer drawer paper guide and stylus were missing. (B)(4).

Event description:
It was reported, the screen was green when powered on. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.